Manufacturer narrative:
H2 additional information: b5 and d10 were updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787 uninterruptable power supply (ups). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the problem persisted with the replacement uninterruptable power supply (ups). Another was sent to fix the problem.

Manufacturer narrative:
H2, h3) the second uninterruptable power supply (ups) (B)(6) was returned to the manufacturer for evaluation. It was reported that the ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, product ID: 9735773, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended after the main cart uninterruptible power supply (ups) and battery were replaced. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a catheter placement procedure. It was reported that the main cart had an unexpected shutdown while in surgery. The camera cart was not connected at the time as it was for an electromagnetic (em) case. The site rebooted the system and continued with surgery. Afterwards, a manufacturer representative (rep) found that the battery felt hot. There was a less than 5 min delay and no impact on patient outcome. Additional information was received. It was reported that the battery heat was excessive.

Manufacturer narrative:
H3, h6: the 9735787 ups, lot number: 18380197, was returned to the manufacturer for analysis. The uninterruptable power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.